Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: (left) 330cc mentor smooth round high profile saline, catalog: 3503330, lot: 6404038, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with a 460cc mentor smooth round high profile saline breast prosthesis, suffered right breast implant deflation, post-operatively. As a result, the patient underwent unilateral removal and replacement on (B)(6) 2010 with the following device: (right) 460cc mentor smooth round high profile saline, catalog: 3503460, lot: 6419631, sn: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).